Event description:
Pt was implanted with pacemaker on safety alert for known abrupt failure. Pt had been counseled on replacing pacemaker due to pacemaker dependency. Pt had elected to delay the procedure. On the event date, pt presented to the local emergerncy room with seizures. Pt's pacemaker was nonfunctional. Pt was transferred and underwent emergent pacemaker replacement.